Event description:
It was reported that the technician bent the haptic of the intraocular lens (iol). The lens was implanted into patient's operative eye and removed. No further information was provided to exclude use error.

Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Device manufacture date: unknown as serial number was not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon reviewing the complaint folder, it has been determined that event was due to an user error by the technician and not due to any product quality issue of the original lens. Hence, the event is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 3012236936-2022-00295. The following section has been updated accordingly: section h6: medical device problem code should have included 1670 - use of device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.